Manufacturer narrative:
The customer did express the device had malfunctioned but did not contribute to a reportable serious injury.

Event description:
The customer reported via phone call unable to fill reservoir or remove plunger rod. The customer's blood glucose at the time of incident: 200 mg/dl. The customer is returning the reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The reservoir was returned for analysis.